Event description:
A customer called with a complaint on (B)(6) 2021 regarding a potential positive sars-cov-2 contamination. The lab indicated that they have had a broken sample shield for approximately the past month and technical support (ts) indicated that this is not correct usage of the sample shield and strongly urged the site to call for a replacement should this occur again. The site said they would perform monthly maintenance. Hologic technical support (ts) continued to monitor the customer site and observed that aptima sars-cov-2 run wl 01555-20211112-28 ran on the panther instrument sn (B)(4), using assay lot 307645 appeared to have poor rlu values and had potential for incorrect results.

Manufacturer narrative:
No product impact is known to date. A review of the logs did not reveal any instrument issues. However, review of the logs identified worklists 01555-20211112-28 exhibited signs of reagent preparation issues. Field application specialist (fas) retrained the operators at the site.